Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient was hospitalized due to a respiratory infection and a magnet was applied to prevent tachycardia therapies during death. The implantable cardiac defibrillator (ICD) was intermittently going into magnet response resulting anti-tachycardia pacing therapy and shocks were delivered inappropriately. The patient expired due to a respiratory infection.